Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 2 leads with the same lot number. It was reported one of the patient's leads had migrated. The patient underwent surgical intervention where both leads were removed and replaced with new ones. The patient is now receiving coverage in the targeted areas.